Event description:
It was reported that screw fractured inside the implant. Implant remains placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw fractured inside the implant. Implant remains placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet 3i screw & one unknown biomet implant, was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located in an unknown tooth site and length of use is unknown. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use: biomet 3i dental implants (p-iis086gi rev. H ¿ 07/2021) biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was not completed for the unknown 3i screw or unknown biomet 3i implant since the item/lot numbers of the product was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review was not reviewed for the unknown 3i screw or unknown biomet 3i implant since the item/lot number of the product was unknown. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown 3i screw & unknown biomet 3i implant). Malf/event: based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned.